Manufacturer narrative:
The single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. Functional flow rate testing revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume folfusor did not flow. This occurred after the device was filled with fluorouracil. There was no patient involvement. No additional information is available.